Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 3006697299-2019-00021 and 3006697299-2019-00023.

Event description:
A sales representative reported on behalf of the customer that the c4614s cusa excel 36khz curved extended standardtip was on the wrong way. The product was not in contact with patient. The issue increased surgery time of 30 minutes. There was no patient injured.

Manufacturer narrative:
The product was not returned for evaluation. No anomaly was reported to indicate product failure due to packaging process of fg lots. The fg lot met all product requirements as specified in the manufacturing (packaging) shop order and related procedures. The complaint was unconfirmed. Root cause analysis can not be performed at this time. UDI #: (B)(4).